Event description:
The device evaluation identified dso sensor defective, uso sensor defective. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of, debris inside pump and lcd lens nicked, through visual inspection. Visual and functional testing was performed. Upon further investigation, it was found that the pwa board damaged, downstream occlusion (dso) sensor and upstream occlusion sensor was defective. The pwa board, dso sensor and uso sensor was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.